Event description:
It was reported that during a procedure for a branched endovascular taaa (thoraco-abdominal aortic aneurysm) for a left brachial repair, the t-b adaptor at the end of the sheath broke in 3 places. A 10 f sheath and a 0.035 guide wire were used for the procedure and it was 70cm to the intended site. It was reported that the path was somewhat tortuous with angles, bends, curves and some calcification, but nothing unusual. The stent was deployed, but with enormous force. The doctor had to pull on the severed end of the sheath to deploy the device. There was no reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint is inconclusive. As no sample was received for investigation, no evaluation could be performed. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.